Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected number anomaly was noted on the display during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 81 mg/dl. Customer stated that the numbers just started scrolling and the pump showed button error. Customer was advised to discontinue use of the pump and revert to a back up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional info provided.